Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother called to report that over the past two weeks she suspects leaks have occurred inside the cartridge chamber and have been disrupting insulin delivery, thus affecting the patient's blood glucose levels. No adverse event alleged. A request was made for the return of the device.